Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified and found the 2,5,8, "ok", and soft key above "ok" unresponsive. The device was found out of specification in relation to the reported keypad inoperable was reproduced during evaluation and found to be caused by a failed input/output board. The input/output board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced only one keypad button was not functional and the 3rd of the blue top row menu buttons is inoperable. There was no patient involvement associated with this event. No additional information is available.